Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station drawer 5.2 row b was failed. The field service engineer had found that row b was not detected on the bus. The fse had logged into diagnostics, run the drawer test, and confirmed that everything had worked properly. The application had then been loaded, and the pockets had been recovered. The drawer had passed all diagnostic tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 row b shown a recover storage space error. However, this row does not appear on the drawer configuration settings, preventing the user from making any adjustments. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.